Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the patient sought to return the ilet after experiencing episodes of high and low blood glucose while continuing to use the device, stated that it was delivering too much insulin, and declined further training or data review, opting to transition back to a different pump. Symptoms included hypoglycemia and hyperglycemia. Outcomes included a decision to discontinue use of the ilet and pursue return through the prescribing clinician. Investigation included internal complaint intake and an offer to review device data with clinical support, which the patient declined. Investigation of this case revealed no device alarms or malfunctions reported and no device evaluation performed, so the cause remained undetermined based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.